Event description:
Reporter stated that, approximately one month ago, pt was receiving elevated blood glucose results (300 - 400 mg/dl), while using the suspect device. Based on the elevated readings, pt took an additional half pill of their oral diabetic medication. Reporter indicated that, a few hours later (exact duration not provided) pt was feeling unusually hungry. Reporter phoned emergency medical services, and upon their arrival, pt was treated with orange juice. Technical support attempted to determine what circumstances led the reporter to phone emergency medical services; however, reporter became upset and refused to answer any additional questions. No additional information about pt diagnosis or treatment was obtained. At the time of the report, pt had already discontinued use of the device. Technical support requested the return of the suspect device, but was advised that pt had disposed of the blood glucose monitor and test strips.